Event description:
During an aneurysm coiling procedure, the coil was re-adjusted approximately half way through deployment and was pulled back resulting in coil stretch. The physician attempted to remove the entire coil and the coil stretched significantly. A microvens snare was successfully used to remove the coil from the aneurysm mass. No complications were reported to have occurred with the pt during this event.